Event description:
The customer stated, that she tested her blood glucose using her contour meter and her sister's meter (brand unk). Her contour meter read 514 mg/dl, while the other read 110 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer stated that her sister disposed of her contour meter and test strips, so no product will be returned for evaluation. A new contour meter kit was sent to the customer.